Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6)). The investigation determined that no case-specific root cause could be identified. A general reagent problem was not observed, and the elecsys htlv I/ii assay was confirmed to be performing within specifications. A review of calibration and quality control data indicated that all results were within expected ranges. However, the investigation was limited by the absence of a third measurement or additional sample collection, leaving the accuracy of the two discrepant results unresolved. The provided data do not indicate a reagent issue attributable to the assay manufacturer. Isolated non-reproducible results do not represent a general malfunction of the assay.

Event description:
The initial reporter alleged a non-reproducible result for one patient sample tested with the htlv elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The first measurement, conducted on (B)(6) 2024, yielded a result of 0.124 coi (non-reactive), which was released to the patient. A second measurement of the same sample, conducted on (B)(6) 2024, yielded a result of 1.23 coi (reactive). The second result was not disclosed to the patient as the discrepancy was identified by the customer. A third measurement was not performed, and no new sample collection was carried out. Consequently, it remains unknown which of the two results is correct.